Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead; however, response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.